Event description:
"Tip of blade broke off during a heart case". No patient injury.

Manufacturer narrative:
Analysis of failed electrodes returned form customers and further testing of product in inventory indicated that when the devices are subjected to bending in excess of 90 degrees and/or more than once, fracture may occur. We are following up with our customers to inform them of our investigation findings and clarifying what is necessary to prevent breakage in the future. We consider this investigation complete and the complaint closed.